Manufacturer narrative:
(B)(4).   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the tibial artery. A 300cm moderate support j-tip pt²¿ guide wire was advanced to cross the lesion then a coyote balloon catheter was inserted to for dilatation. However, when trying to cross another artery, the tip of the wire was broken. The physician removed the device but the tip remained inside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original pouch. The unit returned has tip twisted , as part of overall visual revision. The device has its distal tip broken and kinked, it also presents a kink on its body, approximately at 155 cm from its proximal end. The outer diameter (od) of middle of the device and proximal section were within specification; however, the overall length and od of distal tip could not be performed due to device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the tibial artery. A 300cm moderate support j-tip pt guide wire was advanced to cross the lesion then a coyote balloon catheter was inserted to for dilatation. However, when trying to cross another artery, the tip of the wire was broken. The physician removed the device but the tip remained inside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.